Manufacturer narrative:
The lot number for the device was not provided; therefore, a lot history review could not performed. The device was returned to the manufacturer for evaluation. A photo was also provided. The company is still investigating the issue at this time. The device is labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the powerport isp m.r.I. Implantable port products that are cleared in the us. The pro code for the powerport isp m.r.I. Implantable port products is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 4808570j implantable port allegedly experienced fluid leak and material deformation. This information was received from one source. One patient was involved with no patient consequences. (B)(6).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 9808560 implantable port allegedly experienced fluid leak and material deformation. This information was received from one source. One patient was involved with no patient consequences. The 83 year old female weighed 37 kgs.

Manufacturer narrative:
H10: the lot number for the device was not provided; therefore, a lot history review could not performed. The device was returned to the manufacturer for evaluation. A photo was also provided. The investigation confirmed for fracture, deformation due to compressive stress, fluid leak and natural wear issues. The definite root cause could not be determined based on the available information. The device is labeled for single use. H10: g4. H6 (device code:2988-naturally worn). H11: b5, d1,d4, g1, h6 ( results & conclusion). H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport isp m.r.I. Implantable port products that are cleared in the us. The pro code for the powerport isp m.r.I. Implantable port products is identified in d2. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.